Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty isolation circuit card. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that an alarm 17 had occurred (patient temperature 1 calibration error, unable to measure patient's temperature) on the arctic sun device. Per follow up information received via email on 02-jan-2023, they replaced an isolation circuit card. The date of event occurred of 29-dec-2022. They repaired the device in the field.

Event description:
It was reported that an alarm 17 had occurred (patient temperature 1 calibration error, unable to measure patient's temperature) on the arctic sun device. Per follow up information, received via email on (B)(6) 2023, they replaced an isolation circuit card. The date of event occurred on (B)(6) 2022. They repaired the device in the field.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.